Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was the installation of the device. Field service engineer performed and signed service installation record. System meets specification as per service installation record. No associated service visit for the reported event could be identified. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment left eye was performed successfully with four interruptions. The first interruption was caused by the laser losing tracking of the patient pupil, indicated by the error message ¿no pupil detected. Adjust patient and go on with laser pedal¿. After the reported message the customer switched the eye tracker off and continued with the treatment. The three subsequent interruptions were caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. The root-cause was determined to be "use error". Based on current information no clinical indication was identified that supports deactivation of the eye-tracker. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Fyi: kindly update the b5: a physician reported that during laser treatment, the advanced eye tracker lost tracking in the left eye, and a warning appeared stating no pupil detected. However, the pupil size and shape remained unchanged during refractive surgery. The treatment was successfully completed, and patient symptoms were resolved. The surgeon disabled the pupil tracking, and the treatment was completed.